Event description:
Not taking the second cover off of the needle before using the needle with the novolog flexpen [wrong technique in drug usage process], high blood sugars [blood glucose increased]. Case description: does the incident represent a serious public health threat: no. This serious spontaneous case from the united states was reported by a consumer as "not taking the second cover off of the needle before using the needle with the novolog flexpen" beginning on an unspecified date in (B)(6) 2013 and "high blood sugars" beginning on (B)(6) 2013. It concerned a (B)(6) female pt treated with novolog flexpen (fast acting insulin aspart) therapy from (B)(6) 2013 and drug use ongoing and novofine 32g (needles) beginning on an unspecified date in (B)(6) 2013 and device use ongoing due to type 1 diabetes mellitus. Pt's height: 157 cm. Medical history includes, type 1 diabetes mellitus (since (B)(6) 2013) and irregular heartbeat. It was reported that the pt was using novofine needles incorrectly since unspecified dates in (B)(6) 2013. The pt was not taking the second cover off of the needle before using the needle with the novolog flexpen. On (B)(6) 2013, the pt was admitted to the hosp with high blood sugars. The pt felt that her high blood sugars may have been a result of her incorrectly using the needles. On (B)(6) 2013, the pt's blood sugar level was around 300-400 mg/dl. On an unspecified date during hospitalization, the pt was treated with insulin (brand name unk) for the high blood sugars. On (B)(6) 2013, the pt was discharged from the hosp. The pt stated that the problem was not with the novolog flexpen. The pt stated that she did not have the info on how to use the novofine 32g tip disposable needles. The pt was not told to remove the two covers and there were no instructions in the box of needles. The needles were returned to the pharmacy two times and the pharmacy did not know either. The pt suggested that a picture with words should be in the box of needles. The outcome for the events was not reported. Action taken to novolog flexpen and novofine needles was reported as no change. Reporter comment: alternative etiology was not provided. The products were not available for return as the pt was still using them. The pt stated that the problem was not with the novolog flexpen - but because of the wrong use of needle.